Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 42 motor current sense failure and alert 67 restart, with repeated restarts not resolving the issue and resulting in hyperglycemia over 400 mg/dl for approximately 2¿3 hours; the user corrected with a manual subcutaneous insulin injection, and the device was replaced. Symptoms included no reported clinical symptoms. Outcomes included interruption of insulin delivery requiring user intervention and device replacement. Investigation included review of device logs and receipt and inspection of the returned device. Investigation of this device revealed device malfunctions consistent with motor current sense failure and power boost over/under voltage affecting the pump motor subsystem, aligning with reported high glucose and alarm behavior. It was concluded that the cause was device malfunction related to the pump motor control and power regulation circuitry.